Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
The doctor reports that the dental abutment located in position number 11 failed because it fractured at the screw. The doctor reports that the procedure was not concluded by placing another implant.